Manufacturer narrative:
Model number: 720185-01, lot number: 1000212608, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection. A new spectra malleable prosthesis was implanted. The patient's outcome was reported as "good." It was further reported that the physician does not believe the device caused or contributed to the infection. The patient was in good condition following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.